Manufacturer narrative:
No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported, during a functional endoscopic sinus surgery (fess) case, the surgeon mentioned the accuracy was slightly off the more internal they went in the anatomy. The surgeon then decided to register a few more points to see if that would improve accuracy. Five points were added and four of them would not register no matter how many times they were retouched. They continued to use the navigation system, since they only needed navigate superficial structures, until the end of case. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Manufacturer narrative:
System logs were reviewed and indicated the creation of 3 landmarks that were never matched with as many as 27 touch points. It was not possible to assess the landmark registration without the navigation system's archive.